Event description:
Patient presented with an increase in seizures. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Information obtained from the patient's physician, that the cause of the increase in seizures was related to low battery and the patient's seizures have always been variable so there is no way of knowing if the increase was above, below or at pre-vns baseline levels.